Manufacturer narrative:
Evaluation summary: the stent was returned on the balloon between the marker bands as per specification. The 16th and 17th distal segments had raised and deformed struts. (B)(4).

Event description:
The physician intended to use an endeavor resolute stent. The device was removed from packaging per IFU and inspected with no issues noted. The target lesion in the cx exhibited moderate tortuosity, little calcification and 100% stenosis. The lesion had been pre-dilated twice with one balloon at 8 atms. No resistance was encountered when advancing the endeavor resolute device and excessive force was not used during delivery. It was reported that the stent deformed in vivo during positioning. The physician does not believe that the event was due to use of the device in a difficult lesion morphology/anatomy. The procedure was completed using a 2.75 x 24mm non-medtronic stent. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.